Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was suspected to have fractured as the lead exhibited impedance measurement of more than 2500 ohms. To date, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was suspected to have fractured as the lead exhibited impedance measurement of more than 2500 ohms. To date, the lead remains in service. No adverse patient effects were reported.